Manufacturer narrative:
Customer returned pump for alleged high bg found on (B)(6) 2021. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test and test p-cap locks into the reservoir compartment, however retainer damage noted. No unexpected alarms occurred during testing. Pump was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, cracked keypad overlay and minor scratches on lcd window. In summary, customers high blood glucose is unable to be confirmed. Pump passed full dry test and displacement accuracy test. Retainer ring damage noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that they customer had high blood glucose. Customer blood glucose level was 18 mmol/l at the time of incident and current blood glucose level was 13 mmol/l. Customer performed self test and the test was passed. Troubleshooting was performed; however, the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial MDR report was submitted with incorrect aware date in section. The correct aware date is (B)(6) 2022.